Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump could not be charged properly without the customer holding the cable into the charging port in order to for the charge to connect. There was no impact to the customer's blood glucose level.